Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Summary of investigational findings: investigation is based on event description and the returned filter. The retrieved tulip filter was returned and investigation found filter neck portion with the hook bent in a 90 degree angle. The hook itself was slightly straightened. The filter legs are evenly distributed, but not fully expanded due to hardened blood. Based on investigation of the returned tulip filter and the very limited information provided it would be inappropriate to speculate at what may or may not have occured during the difficult, but successful filter retrieval. The filter implant period is unknown and the patient's medical records were not provided, so it is unknown, if the patient died immediately after the filter retrieval and/or if the reported hemothorax and hemodynamical instability had any relation to the filter and/or the retrieval procedure. Also, it is not reported how the filter was retrieved, but it was probably not retrieved by use of the recommended cook retrieval device, as the bent filter neck would prevent a proper filter collapse and consequently an advancement of the retrieval sheath over the filter, too. There is no evidence to suggest that this filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to 3500a form provided: patient came for ivc filter removal. All staff was present and timeout was completed. Once procedure began, physicians involved were having difficulty removing filter and tried many attempts to retrieve. Finally after removing filter, physician applied direct pressure and requested or team to help with chest tube placement for hemothorax. Patient simultaneously began to destat in the 70s and physician requested patient be intubated. Involved parties called overhead page for anesthesia team to room stat as patient became very hemodynamically unstable. Patient outcome: decedent died after removal of ivc filter. Family declined autopsy.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Corrected data from user facility report (B)(4): event date: (B)(6) 2018. Common name: filter, intravascular, cardiovascular. MFR: (B)(4). G52917. Availability: yes. (B)(6). Investigation is still in progress.

Event description:
Description of event according to 3500a form provided: patient came for ivc filter removal. All staff was present and timeout was completed. Once procedure began, physicians involved were having difficulty removing filter and tried many attempts to retrieve. Finally after removing filter, physician applied direct pressure and requested operating room team to help with chest tube placement for hemothorax. Patient simultaneously began to destat in the 70s and physician requested patient be intubated. Involved parties called overhead page for anesthesia team to room stat as patient became very hemodynamically unstable. Patient outcome: decedent died after removal of ivc filter. Family declined autopsy.

Event description:
Additional information from (B)(4): on (B)(6) 2018, while the filter was being removed there was a tear in the innominate vein causing massive hemorrhage, and subject died. The event was considered possibly related to the ivc filter or procedure.

Manufacturer narrative:
Manufacturer ref# (B)(6). The entity hospital has confirmed that the event in (B)(6) are the same. Pr268856 is therefore considered a duplicate of pr225932, and information from pr268856 has been transferred to pr225932. When the no longer reportable MDR follow up report for pr268856 has been submitted, the complaint will be close/canceled. All future information regarding this patient will be handled in pr225932. H6) device code: 3191 - appropriate term/code not available for hemorrhage investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: complaint reopened due to additional information provided (from (B)(4)) "while the filter was being removed there was a tear in the innominate vein causing massive hemorrhage, and subject died. The event was considered possibly related to the ivc filter or procedure.". The investigation is based on the event description and the returned filter. The filter was placed due to contraindication of anticoagulation because of pending hip surgery, but it is not reported, if the filter was being removed with a günther tulip retrieval system. The retrieved tulip filter was returned and investigation found filter neck portion with the hook bent in a 90 degree angle. The hook itself was slightly straightened. The filter legs were evenly distributed, but not fully expanded due to hardened blood. The only additional information provided is that the innominate vein was torn during a filter retrieval procedure, resulting in a massive bleed and the patient¿s death. This would be a highly unusual injury during an ivc filter removal and unfortunately there are no details on the retrieval procedure itself so it is impossible to say what caused the tear. In an ivc filter retrieval procedure, the retrieval devices (wires, sheaths, snares, etc.) Are typically inserted into a jugular vein in the neck. Anatomically, the jugular vein connects to the innominate veins, which in turn combine to form the superior vena cava, which extends as the inferior vena cava below the heart. As such, the retrieval devices would pass through the innominate vein on their way to the inferior vena cava to grasp the filter, and then pulled back out through the innominate, so it is not inconceivable that this vein could be torn at some time during the procedure. And given the size of this vein and its location within the chest, it is not inconceivable to think that a large tear in the vein could result in a fatal bleed. However, without further information on the retrieval procedure itself and/or the underlying condition of the innominate vein that was torn (e.g. Was it already diseased or damaged in some way? Was the anatomy atypical? Were there other devices such as pacemaker leads in the vein that could have caused complications?) It is impossible to draw any conclusions on exactly how or why the injury took place. No evidence to suggest product was not manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.